Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the "unlock" button was not responding to presses during the cartridge change process. Reportedly, customer pressed the button multiple times and was able to successfully complete the cartridge change process. Customer's blood glucose level was not impacted.